Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior of the catheter and between the catheter and the returned non-maquet sheath. The extender tubing was also returned. A catheter tubing kink was observed near the y-fitting at approximately 27.7cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal tubing and extender tubing was performed and no leaks were detected. A sensor output test was performed and a pressure reading could not be obtained. A visual fault locator was used to detect any breaks along the length of the optical fiber and no breaks were observed. The evaluation confirmed the reported sensor failure . We are unable to determine how this may have occurred. This issue has been escalated and the sensor is sent to the supplier for investigation to determine a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Analysis of production (3331/213) - the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis (4109/213) - the review of the historical data was performed. Trend analysis (4110/213) - the overall complaint trend data for the period nov-19 through jan-21 was reviewed. Communication/interviews: (4111/213) communication/interviews were performed to obtain all possible information. Reference complaint # (B)(4)

Event description:
N/a

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a fiber optic sensor message. The customer used two different consoles, and received the same message. It was also reported that the blood pressure or waveform were not displayed on the monitor. The customer switched from the fiber optic cable to the central lumen and transducer to receive an a-line tracing. The customer was able to zero and resume therapy without further issue. There was no patient harm or adverse event reported.